Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a possible temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of hospital acquired peritonitis, but it is unknown if the patient was utilizing fresenius product(s) during the hospitalization. However, there is no documentation to show a causal relationship between the adverse event and use of these products. Additionally, there is no allegation of a device malfunction or deficiency, or defect reported for this event. It was reported that this was hospital acquired peritonitis, but the etiology was not provided. No culture results were available. Patients on pd are exposed to additional risks associated with hospital admission that predispose them to develop peritonitis. Furthermore, there is increasing evidence that hospital-acquired peritonitis (hap) is associated with poor patient outcomes. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s hospital acquired peritonitis. As for the diagnosis of hypotension and altered mental status, there was no cause attributed to either of these issues. There was no allegation of a cycler malfunction or deficiency associated with these diagnoses. There are many causes for a patient to be hypotensive, including cardiac conditions, medications, or fluid loss. There are also multiple reasons the patient could have experienced an altered mental status. Without further information, it cannot be speculated whether or not either diagnosis was related to peritoneal dialysis. Based on the available information and no allegation or evidence of a malfunction or deficiency, the cycler can be excluded as the cause of the patient¿s hypotension and altered mental status.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis and excess fluid. Additional details were obtained through follow-up with the patient¿s pd clinic. The patient was admitted to the hospital on (B)(6) 2025 with a diagnosis of hypotension and altered mental status. The cause of the patient¿s condition was not provided. There was no documentation pertaining to a diagnosis of any fluid issues. It is unknown if the patient was in active treatment at the time of hospitalization. The reported peritonitis event was hospital acquired. No hospital records were available due to the patient still being hospitalized at the time of follow-up. There were no culture results available, or information related to antibiotic therapy. The exact etiology of the peritonitis event is unknown. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. A simulated treatment with as-received settings and reduced dwell times was performed and completed without failures. The cycler underwent and passed a valve actuation test and a system air leak test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly, and on the edges from the rear panel. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis and excess fluid. Additional details were obtained through follow-up with the patient¿s pd clinic. The patient was admitted to the hospital on (B)(6) 2025 with a diagnosis of hypotension and altered mental status. The cause of the patient¿s condition was not provided. There was no documentation pertaining to a diagnosis of any fluid issues. It is unknown if the patient was in active treatment at the time of hospitalization. The reported peritonitis event was hospital acquired. No hospital records were available due to the patient still being hospitalized at the time of follow-up. There were no culture results available, or information related to antibiotic therapy. The exact etiology of the peritonitis event is unknown. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.